Manufacturer narrative:
Concomitant medical products: dtma2d1, crt_d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right and left ventricular leads exhibited possible loss of capture and the patient reportedly experienced shortness of breath. The leads remain in use. No further patient complications have been reported as a result of this event.